Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/30/2019. Evaluation: a detached needle, a needle/suture and a msda folder with five un-dispensed needle/suture combinations were returned for analysis. This product is ten strands double armed per packet. During the visual inspection of detached needle, the swage and attachment area was noted to be as expected. The barrel hole of the needle was examined under magnification and no suture remnant was noted. The suture was examined, and the insertion did not meet the requirement. During the visual inspection of five samples, the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand with no defects, or damaged observed. A functional test was performed and the pull force were above the minimum requirements. The DHR review could not be conducted, because the batch number of the complaint is unknown. Per the condition of the used sample, the assignable cause of the suture needle pull off was a short insertion. This defect is caused because the insertion of the suture in the needle was insufficient from keep the needle/suture union during transportation or use. Per the conditions of the five samples, no suture needle pull off was found, and the tested samples met the finished goods requirements.

Manufacturer narrative:
Product complaint # (B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown surgery procedure on an unknown date and a suture was used. During surgery, the suture was detached from the needle though it was not a control release needle. There were no adverse patient consequences reported. No additional information was provided.